Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the drg l4 lead was not providing effective therapy due to high impedances and as such surgical intervention was undertaken wherein the l4 lead was explanted and replaced, thereby proving effective therapy.